Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(4) 2006. It was reported that the pt had stimulation, but it took up to four hrs to charge and yet there was no solid green light. A replacement charger was sent to rectify the issue. No further info is available at this time.